Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: as described by customer: "unable to focus coupler, when trying to focus a clicking sound could be heared." The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be issue with the camera head. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.